Event description:
It was reported that cartridge repeatedly malfunctioned and triggered cartridge alarms, causing customer to replace cartridges multiple times. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, so no troubleshooting was completed and no additional information was obtained regarding the outcome of the event.